Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot number 73j1500212 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the balloon tip broke during the operation. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One sample of part number 410944 was made available for evaluation. The sample arrived in a closed zip bag without original packaging or any identification tags, and only the complaint documentation. Visually the balloon was dislodged from the cannula , indicating a burst. There are possible causes that did may explain the failure "tip of the balloon got broken". One possibility is over inflation of the balloon. Inflating the balloon over 10 cc of liquid or 15 cc of air may increase the possibility of a burst. Another possibility is unintentionally pushing or pulling of the balloon may help in the dislodging of the balloon. It is unlikely that the manufacturing process contributed to the failure mode describe in this complaint , since all balloon ports are tested 100%. The manufacture will continue to monitor and trend relating complaints.

Event description:
Alleged event: the balloon tip broke during the operation. The patient's condition was reported as fine.